Event description:
Reference number (B)(4). Event occurred in the brazil. It was reported on (B)(6) 2024 that the patient was hospitalized on (B)(6) for one day due to high blood glucose level of 534mg/dl. This event was occurred on (B)(6)2024. The patient showed symptoms like nausea, headache fatigue/weakness, accelerated heartbeat and strong smell of ketones. The patient was administered insulin with pen/syringe as a corrective treatment. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.